Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problems) has been confirmed. Upon investigation the battery charger/modem would not power up. The cause for the failure was contamination on the battery pca and a defective power supply. The root cause for the contamination was ingress of an unknown liquid. The root cause of the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported a battery charger problem.